Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was implanted after its use by date. The ins was noted to have been sold by the manufacturer a year prior to the use by date of july-28-2013, and was implanted by a physician 5 years later in (B)(6) 2017. The ins was then reported to be explanted in (B)(6) 2018 due to sepsis. It was noted that there was infection and erosion. The infection was noted to be in the device pocket, at the lead extension connection and at the extension. No further complications were reported or anticipated.

Event description:
It was further noted the patient had presented rejection in two opportunities even though it was attempted to implant the ins in a deeper location.

Manufacturer narrative:
Other: sepsis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed by the healthcare provider (hcp) indicated the patient's indication for use was parkinson's disease. The sepsis culture was negative. The decision was made by the medical review board to not implant this patient with dbs, and instead use the ablative technique. It was also noted the infection was not resolved.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial#: unknown, implanted: (B)(6) 2017, product type: extension; product ID: neu_unknown_lead unknown, implanted: (B)(6) 2017, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.